Event description:
On (B)(6) 2017, an incident was internally filed within out hospital stating that the accutec blade inc. Dermablade product appeared to have rust on the blade. The sterile packaging was unopened nor was it past the expiration date of 09/2019. Dermablade, also known as the "butter blade," are designed and used specifically for dermaplaning (a procedure that improves skin texture and tone, stimulated collagen synthesis, softens and smooths skins, and minimizes pore size and appearance). The dermablade is a blend of stainless and carbon steel with a polymer coating so will stay sharp and glide effortlessly on the skin. Dermablades are individually packaged in sterilized material (see other considerations for visual) that comes straight from the vendor. When the director of supply chain at (B)(6) medical center investigated this safety concern, he stated that there has been a lack of a response from the vendor. (B)(6) is unable to confirm whether these blades are defective or not. According to the director of supply chain at (B)(6) medical center, a coated blade can show some irregularity in the surface and still function. However, our organization needs the vendor to either confirm this is per their standard process or indicate that the rusty is a rep of a defect. At this time, supply chain is pursuing other possible sourcing paths for this supply. During a date analysis, it was discovered that there have been multiple pt safety alerts internally submitted regarding this same concern. In each case, the blade was reviewed prior to providing direct pt care. As such, there has been no reported pt harm. The question was posed whether we are storing these blades inappropriately and unintentionally exposing the blades to water creating the rust. Pt safety was assured by dermatology leadership and central supply that this was not the case. Diagnosis or reason for use: dermaplaning procedures. Expiration date: 09/01/2019.